Event description:
It was reported that during a retro sigmoidectomy procedure, the tissue pad detached from the tip of the device. They retrieved it from the pt. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/11/2008. Info anticipated, but unavailable at this time.